Manufacturer narrative:
On 6/13/16 integra investigation completed. Method: failure analysis, device history evaluation. Results: failure analysis - failure analysis cannot be completed due to the lack of information received to perform a complete investigation. Unconfirmed/no return of device for evaluation. Device history evaluation - DHR review: nonconforming product report / nonconforming material report history: there is no applicable nonconforming product report / nonconforming material report history: variance authorization / deviation history: none. Engineering change order/manufacturing change order history: none. Corrective action preventive action history: none. Health hazard evaluation history: none. Conclusion: root cause cannot be determined due to the lack of information received to perform a complete investigation. Product has not been returned for evaluation.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
Dealer initially reports that after a few uses the tip of the same is broken. On (B)(6) 2016 dealer reports the tip was broken while in contact with the patient. The surgical procedure was micro-lumbar discectomy. The tip was found & was removed from the patient. X-ray image was not taken since the broken tip was easily visible for the doctor through microscope. No patient harm.